Manufacturer narrative:
The device is still in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six rounds of anti-tachycardia pacing (atp) and three shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was contacted and reviewed the available data. This ICD remains in service. No additional adverse patient effects were reported.